Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the patient was hospitalized under the care of the doctor due to high cerebrospinal fluid (csf) following a surgery. The reported device was used to drain csf as a means to reduce intracranial pressure and csf volume as necessary. On multiple occasions, the stopcock became disconnected. As a result, significant amounts of csf were drained, and the patient had an adverse result. The emergency team was called, and the patient had to go for a MRI and CT scan. Emergency spinal taps and other actions were performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.